Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5089946) that a female patient who had unknown mentor textured saline implants placed subgranular with an inframammary incision experienced several unexplained systemic symptoms post procedure. Weight loss (estimated 30-40lbs), systemic lupus, epilepsy, tuberculosis, rheumatoid arthritis, kidney failure, cachexia, myositis, inflammation of the muscles, porphyria, micro cyclic anemia, degenerative disk disease, herniated disk, spinal stenosis, anxiety, depression, fatty liver, brenner tumors of esophagus, irritable bowel syndrome, atrial fibrillation, inflammatory bowel disease, scoliosis, giant cell arteritis, rheumatoid vasculitis, esophagitis, gastroesophageal reflux disease, inflamed stomach, tinnitus, polymyositis, dermatomyositis, swollen lymph nodes, hair loss, migraines, joint pain, visual disturbances, chest pain, unstable blood pressure, difficulty swallowing, basal and squamous cells in mucosa, colon masses, adenomatous polyps in colon, inability to perform normal daily tasks, memory loss, unspecified abnormal lab work, left renal artery failure, swollen lymph nodes, and low calcium were noted. It was stated that a neurologist recommended removal of the implants, however, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-23693 for contralateral prosthesis report.